Event description:
Pt in surgery for right knee arthroscopically-assisted anterior crucial ligament reconstruction using autologous bone patellar tendon bone graft with a partial medial and lateral meniscectomy. At one point in the surgery, while inserting the tibial screw the guidewire was noted to be broken off inside the tibia. An x-ray was done that demonstrated the end of the tibial guidewire to be just distal to the screw in bone and not in the joint. It was felt that this retained screw guidewire posed minimal risk to the pt by leaving it in. It was also felt that trying to extricate / remove it, it would cause the pt significant extra surgery and risk. Therefore it was left in place. This was disclosed to the pt's guardian. FDA safety report ID# (B)(4).